Manufacturer narrative:
Age, weight and ethnicity: information unknown/ not provided, per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Telephone number: (B)(6). Health care professional? Unknown/not provided. Occupation?: unknown/not provided. Device evaluation: the whitestar signature pro was made available for evaluation as an field service engineer ( fse ) went on site. The system was found within specification. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It has been reported that some patients had edema after surgery. Through follow-up it was learnt that surgical intervention was not required and treatment for corneal edema was prescribed. No further information was provided.